Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts) to report that this patient's monitoring system detected a yellow alert (voltage too low for projected remaining capacity). Technical services commented that the yellow alert occurred in (B)(6) 2012 and noted that the patient's monitoring system weekly device alerts are turned off and the daily checks are turned on. The patient's remote interrogation was scheduled every three months. The hcp was informed that this was a yellow alert and with weekly device alerts turned off, the clinic will never know about it until the next scheduled remote interrogation, which could be up to 3 months, unless a red alert occurs before that. Technical services discussed immediate explant and replacement of the device. Subsequently, boston scientific received information that this device was explanted without incident. The device was received at boston scientific's return products department.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device noted no anomalies. The titanium casing of the device was opened and electrical measurements recorded a monitoring voltage of 2.973 volts. Although the battery voltage was lower than expected, review of the device memory diagnostics confirmed that sufficient battery capacity was available to ensure therapy availability/delivery while implanted. After the titanium case was opened, a higher than normal current usage was observed. Electrical testing isolated the high current condition to a compromised low voltage capacitor that is connected to the device's battery. Microscopic inspection shows a crack in the ceramic substrate running lengthwise. It was concluded that the damage to this capacitor resulted in a high current drain which over time resulted in a reduction in longevity and the reported clinical observation.

Manufacturer narrative:
The device will undergo laboratory testing to determine root cause of the clinical observation.